Event description:
When unloading the set, after bld malfunction alarm, the cover of the access line sample site came off. The area of the set has been cut away and disinfected with bleach. Add'l info: there was no blood loss to the pt as this occurred during unloading of the set, the nurse was splashed with blood but was sufficiently protected by visor, apron, gloves etc.

Manufacturer narrative:
Incriminated sample was just arrived. A follow up report will be establehed and forwarded to the FDA after complete investigation.